Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: st. Jude medical precision cardiac mapping system, model and serial numbers unknown. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a smart touch unidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis, pericardial drain, and surgical intervention. While mapping the left ventricle, geometry points collected on the precision mapping system appeared to be outside of the previously-defined left ventricular geometry. In addition, there was a possibility that the pericardial space may have been breached. Initially, no effusion was detected via intracardiac echocardiography (ice). Subsequently, the patient became moderately hypotensive and an effusion was detected via ice and confirmed via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Pericardial drain was left in place. Patient was transferred to the operating room for a surgical intervention. Patient was noted to be recovering without known complications at the time of complaint report. Multiple attempts have been made to obtain additional information regarding this complaint, but none has been made available.